Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The philips evaluated the device and ECG cables and was unable to recreate the 12 lead issue. The ECG cables were sent to philips for additional testing and no trouble was found. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction. Philips is unable to determine the cause.